Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had persistent low flow alarms on the ventricular assist device (vad). Computerized tomography (CT) scan showed external compression of outflow graft. It appears to be within the gortex graft sleeve that is placed over the bend relief rings. The patient was admitted and diuretics decreased. The vad and outflow graft remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: outflow graft was not returned for evaluation. The reported "low flow" event was confirmed through the analysis of log files which revealed a slight decrease in power consumption and estimated flow rate beginning on (B)(6) 2018. 100 low flow alarms have been logged since (B)(6) 2018. Of note, it was reported that a computerized tomography (CT) scan showed external compression of the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information provided, the most likely root cause of the inadequate flow rate can be attributed to constriction in the outflow graft. If information is provided in the future, a supplemental report will be issued.